Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. UDI #: (B)(4).

Event description:
It was reported during surgery that the device didn't work on high mode. The inside of the battery pack was checked for evaluation and it was confirmed that there was foreign substance which looks like the deposit from the electrolyte adhered on 1 of 8 batteries and battery pack's electrodes. There was a delay of 0-15 minute to prepare a new product; however, there was no harm. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Visual examination of the provided pictures revealed that there was a foreign substance on one end of the battery. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.